Event description:
Erroneously elevated troponin (accu tnl) result from a single pt sample that was generated by the access 2 instrument. An initial was reported out of the lab and questioned by the physician. On the same day, the pt original sample was re-tested for accu tnl. The repeated accu tnl result was 0.03ng/ml. The customer did not received any report of pt injury requiring med intervention or change to pt treatment attributed to or connected to this event.